Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen was cracked, resulting in loss of touch and display responsiveness above the crack while the lower portion remained functional; the user reported blood glucose in range and no alarms requiring medical attention. Symptoms included no clinical effects. Outcomes included no impact to health and no need for medical care. Investigation included customer interview and troubleshooting, verification of shipping information, return instructions, and user guidance to shut down the device to prevent further alerts, with counseling that data would not transfer to the replacement and that cgm use could continue via dexcom app or receiver, and that libre 3+ would require a new sensor with the replacement device. Investigation of this device revealed a damaged display component consistent with physical damage to the screen resulting in partial loss of touch/display function. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external factors.